Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid and bupivacaine at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient has the pump implanted on her left hip and when she bumped it while getting into a care it moved painfully. The device was interrogated and no issues were found. It was noted that the patient would be manage by oral medication. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.